Event description:
It is reported that the surgeon had problem fitting the implant after the trial. The surgeon used a shorter stem to complete the procedure.

Manufacturer narrative:
Eval summary: received complaint states the tibia resection and preparation were performed according to surgical technique, utilizing a 7 degree posterior slope. Trailing with size 4 tibial implant and two augments and a short modular offset stem was found satisfactory. Surgeon then found the implants could not be properly fitted. It is possible that this could have been caused by a mismatch between the trial and implant, however this cannot be definitely determined. No product was returned for review. The device history records for the tibial plate were reviewed and found conforming to requirements at the time of manufacture.